Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an angiogram procedure. The procedure was completed as planned using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposures. Analysis of the log file showed an error related to the reported malfunction:' unable to perform exposures.' Upon troubleshooting, the fse found the cause of the issue was tube arcing. To resolve this issue, the fse checked and cleaned the high voltage (hv) plugs of the tube, applied silicone paste to the plugs, and performed tube conditioning. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposures. No harm was reported to philips. Philips has started an investigation of this complaint.